Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, g3, h2, h3, h4, h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failed leak test. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a scratch on cable unit, the endoscopic image cannot be displayed. The most probable cause of the complaint is a cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had no image output. The issue occurred during preparation for use. The procedure was a urology therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the updates of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed and determined the following cause: due to a scratch on the cable unit, the cable is leaking, and the endoscopic image cannot be displayed. Based on the results of the investigation, the most probable cause of the complaint is cause traced to the user not following the manufacturer's instructions. A device history record-DHR review was conducted, and no issues were identified. The event can be detected/prevented by following the instructions for use which state: never excessively bend, pull, twist, coil, squeeze or crush the camera cable. Doing so could damage the camera cable. Never clean, disinfect, sterilize or store this camera head together with sharp-tipped instruments (tweezers, forceps, knives, etc.). Doing so could scratch or tear holes in the camera cable, that could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had no image output. The issue occurred during preparation for use. The procedure was a urology therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
To date, device has not yet been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head had no image output. The issue occurred during preparation for use. The procedure was a urology therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.